Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt was treated for a recurrence nine months post implant in an area with previously noted attenuation. While no specific device failure was indicated in the medical records, recurrence is listed in the product's instructions for use as a possible adverse reaction. We have contacted the initial reporter to obtain add'l info and to have the explanted mesh returned for eval. A manufacturing review was performed and did not find any manufacturing related issues. Without add'l info, no conclusion can be drawn. Refer to MDR 1213643-2009-00262 for info regarding the composix e/x mesh implanted on (B)(6) 2006.

Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2005 - repair of large supraumbilical hernia and umbilical hernia with composix kugel mesh. Fascia between two hernia defects noted to be attenuated. On (B)(6) 2006 - explant of previously placed composix kugel mesh, laparoscopic repair of umbilical hernia with composix e/x mesh.